Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use of the device, a missing product was observed. It was reported that there was no cannula attached to the product. The customer indicated that there was no patient involved in this event.